Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive alinity I toxo igg result for one patient. The following data was provided: sid (B)(6) on (B)(6) 2023 initial result alinity I toxo igg obtained a non-reactive value (0.1 iu/ml) and showed absence of avidity, on (B)(6) 2023, after medical questioning, the same sample was repeated sid (B)(6). Alinity I toxo igg-r 33.1 iu/ml (reactive), high avidity (72.9%), toxo igg 34.5 iu/ml (reactive). From another sample from the same patient, on (B)(6) 2023, sid (B)(6). Alinity I toxo igg-r 32.9 iu/ml (reactive), toxo avi 72.3% (high avidity), toxo igg-r 33.6 iu/ml (reactive), toxo avi 74.1% (high avidity), toxo igg 32.3 iu/ml (reactive), toxo igm 1.46 index (reactive). No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the likely cause lots perform as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 44254be00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. In-house testing of a retained reagent kit of the alinity I toxo igg reagent lot 44252be00 (which contains the same bulk material as lot 44254be00) was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Testing included one seroconversion panel, the same bleeds of the panel were detected by the complaint lot as historical lots. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect anti-hcv assay was identified.